Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported failure to deploy could not be confirmed as all needles successfully deployed through the barrel and emerged through the hub during returned device analysis. The reported experience of (the prostar did not feel right from the start, did not click) was confirmed based on the information provided. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported failure to deploy the needles appears to be related to user technique. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with prostar xl device via a 9f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl just didn't feel right from the start. The handle wouldn't rotate properly and the needle wasn't coming back into the barrel. It also didn't click. The needles failed to deploy. The tavi procedure was completed and hemostasis was achieved with the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.